Event description:
It was reported the asymptomatic patient presented with high capture thresholds in the left ventricular lead. The lead was explanted and replaced with no issue. The patient was stable before, during and following the procedure.

Manufacturer narrative:
A complete lead was returned in one piece measuring 86.2 cm. Analysis was normal. No lead anomaly found.